Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Right sided deflation was noted post procedure. The patient first began to note that the prosthesis appeared smaller than the left one in (B)(6) and that it continued to shrink. The deflation was not accompanied by any other symptoms. As a result the prosthesis was replaced with a mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/13/2018. Device evaluation summary: it was reported that a 46-year-old caucasian underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Right sided deflation was noted post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. A rent was discovered on the anterior view that extended to the posterior view measuring 4.3 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).